Event description:
It was reported that the lead was oversensing. It was further questioned if the lead could be fractured. The lead is still in use. Additional information was received and the right ventricular lead was detecting noise and was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed high resistance/impedance. Out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010. Also oversensing was observed. One short v-v cycle sensed event of < 210 ms (nsvt) was observed on (B)(6) 2010. An additional event was observed on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed high resistance/impedance. Out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010. Also oversensing was observed. One short v-v cycle sensed event of < 210 ms (nsvt) was observed on (B)(6)2010. An additional event was observed on (B)(6)2010.

Event description:
It was reported that the lead was oversensing. It was further questioned if the lead could be fractured. The lead is still in use. No patient complications have been reported as a result of this event.